Manufacturer narrative:
Please note correction to d3 (manufacturer entity). The received x-rays were reviewed, it can be confirmed that the threaded tip of the k-wire is broken off and did remain in the patient. A device inspection was not possible since the affected device was not returned and therefore no further evaluation is possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The affected device must be available in order to determine the root cause of the complaint event, only based on the available information it cannot be determined whether the in the operation report mentioned too dorsal position of the k-wire played a role. If more information is provided, the case will be reassessed.

Event description:
As reported: "first surgery was performed in hospital sande (B)(6). The tip of the k-wire broke off. This was not removed in sande. According to the surgeon, the patient was in pain. The tip was removed arthroscopically in hospital ev oldenburg (surgery time 1 hour). This was on (B)(6) 2023. X-ray images are available! Item was disposed by customer after revision.

Manufacturer narrative:
Please note corrections to h6 (imdrf clinical signs code and health impact code).

Event description:
As reported: "first surgery was performed in hospital sande ((B)(6)). The tip of the k-wire broke off. This was not removed in sande. According to the surgeon, the patient was in pain. The tip was removed arthroscopically in hospital ev oldenburg (surgery time 1 hour). This was on (B)(6) 2023. X-ray images are available! Item was disposed by customer after revision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "first surgery was performed in (B)(6) (de26040). The tip of the k-wire broke off. This was not removed in sande. According to the surgeon, the patient was in pain. The tip was removed arthroscopically in hospital ev oldenburg (surgery time 1 hour). This was on (B)(6) 2023. X-ray images are available! Item was disposed by customer after revision.